Event description:
There were no issues during the second spin. There was a delay to the procedure of 15 minutes.

Manufacturer narrative:
Additional info to the event e1): correction; initial reporter dr. (B)(6) g3): correction; additional report source-health professional medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000110r svc kit bi71000110r mvs comp 090/3.1.6, serial #: (B)(6) , lot #: 1327345, ubd: unknown, UDI#: unknown h3: a medtronic representative analyzed the returned mobile viewing station (mvs) computer. It was found that the reported complaint could be confirmed, and there was an issue with the hard drive. It passed a bench test. The os and ias application 3.1.7 booted up successfully. Bios (date and time) checked good. Windows error message "the image on disk do not appear to correspond to the active database. Restore database from backup file?" Ok or cancel to complete. Virus scan was successfully completed with no viruses found. The mvs computer failed to boot after multiple restarts and with a black screen. This analysis and codes 10, 114, and 4307 are applicable to concomitant product svc kit bi71000110r mvs comp 090/3.1.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs booted up with database error. They replaced the mvs computer and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively for a procedure. It was reported that during a clinical case after taking a spin the o-arm mobile viewing station (mvs) had a message stating that navigation was connected but not ready and the monitor went black. They rebooted the system and when it came back up it gave an error message stating that the computer had been corrupted and requested, they reboot. They rebooted a second time and when it came back it appeared to be functioning normally. The spin they had taken previously did not transfer and they were going to re-spin. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.